Manufacturer narrative:
(B)(4). Batch #: u95w01. Additional information was requested and the following was obtained: did the active titanium blade break off? [Ans: only the white tissue pad is broken off]. Did the white tissue pad break off? [Ans: yes, only the white tissue pad is broken off]. Is the white tissue pad completely missing from the clamp arm of the device? [Ans: only the white tissue pad is broken off and now still sticking with the jaw.] Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, and 100% present. No tissue pad detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, at the beginning of the surgery, after a few activations, it was found that the pad of the lower jaw was torn off. It was decided that a new device would be used to replace the broken one and continue the surgery. The procedure was completed successfully. There were no patient consequences.